Event description:
Pt called lfs in 2004 alleging the meter would not power on while attempting to test. The pt reported a symptom of fatigue at the time of testing. The pt contacted their doctor for advice. Treatment, if any, was not reported. The issue was not resolved with troubleshooting. The meter was replaced for the pt. No further info has been reported.